Event description:
It was reported that one day post lv lead repositioning, the rv lead was found dislodged. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure.